Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple alerts triggered for low right ventricular (rv) lead pacing impedance. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.